Manufacturer narrative:
The leads are migrated. The lead migration has contributed to partial loss of relief with her device. A lead revision procedure took place (clinic resolve pain, australia. Physician: dr (B)(6)).

Event description:
The leads are migrated. The lead migration has contributed to partial loss of relief with her device. A lead revision procedure took place where the lead and this anchor was explanted.